Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to device was not working properly and incontinence returned. All components were explanted and replaced.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of mechanical issue was confirmed via product analysis. A cuff tear with avulsion was identified in the cuff shell consistent with fatigue. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to device was not working properly and incontinence returned. All components were explanted and replaced.